Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. When using estimate fraction dose in the dose tracking module, it is possible to enter isocenter shifts as x, y, z. The coordinate system is not specified, which means it is intended to be the iec patient coordinate system. However, a coordinate transformation is missing in the code. Raystation uses the dicom patient coordinate system internally and this is how the coordinates are interpreted in this dialog. The error only applies to dose tracking. The same function is available in plan evaluation, where x,y,z is correctly interpreted as iec patient coordinates. If not detected, the erroneous shift would affect the estimated fraction dose. This dose could be used as background dose, so could potentially affect a new, adapted treatment plan.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00026 37483 rs iso shift coord in dose tracking. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. When using estimate fraction dose in the dose tracking module, it is possible to enter isocenter shifts as x, y, z. The coordinate system is not specified, which means it is intended to be the iec patient coordinate system. However, a coordinate transformation is missing in the code. Raystation uses the dicom patient coordinate system internally and this is how the coordinates are interpreted in this dialog. The error only applies to dose tracking. The same function is available in plan evaluation, where x,y,z is correctly interpreted as iec patient coordinates. If not detected, the erroneous shift would affect the estimated fraction dose. This dose could be used as background dose, so could potentially affect a new, adapted treatment plan.

Manufacturer narrative:
A software implementation error has been identified. In the event that a clinical decision is based on an incorrect background dose, this could lead to the approval of an inappropriate dose plan. This could lead to local over-dose in a risk organ from allowing too high of a dose in the treatment plan.